Manufacturer narrative:
Plant investigation: as the complaint sample was not returned for evaluation, a physical examination could not be performed. A photo was provided and during the examination of the photo, no abnormalities were observed at the luer port of the oxygenator housing. It was found that the inner conus of the luer lock positive adapter of the blue venting line was broken. When the line was removed from the bubble trap, the inner conus was stuck inside the port. The complaint was confirmed based on the photo provided. The manufacturing records were reviewed and no evidence of a non-conformance was observed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the airing port of a novalung xlung kit was leaking. It was reported that when the perfusionist tried to tighten it, the tip of the port broke off. The circuit was connected to the patient so was contaminated with blood. A photo of the product issue was provided. Upon follow-up, it was confirmed that there was no injury, adverse event, or medical intervention required. No information was provided regarding patient blood loss. The circuit was changed, and the patient continued treatment on the same machine. It was reported that a sample will not be returned.

Manufacturer narrative:
Correction: h6: conclusion code.